Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to fire and the staples did not form properly. The hospital has reported no pt injury occurred.